Event description:
It was reported that there was a right knee liner exchanged due to loosening and pain on the medial side. Ligaments loosened surgeon also removed screws out of the baseplate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and ligament loosening involving a triathlon insert was reported. Insufficient medical records were received for review with a clinical consultant, but following are the clinical consultant's comments: the full root cause of failure is not readily evident from the information available. The x-rays are of rather poor quality although still allow to observe that component position of the right knee was adequate with good reconstruction of key factors for knee stability such as posterior condylar offset and tibial slope while also overall alignment looks pretty adequate. Implants were well fixed, at least loosening of components as reported in the pi intake is not readily evident on the x-rays provided but clearly is possible of cause. Instability as listed may have been present either since arthroplasty 5-years earlier or become manifest later and then the question is what did cause such late deterioration of knee stability. Not quite evident from the material. All the explants look good. It appears that root cause may have been an adverse combination of patient-related and procedure-related factors but the actual root cause cannot be established due to lack of proper information. Visual inspection: the superior bearing surface of the insert shows wear patterns consistent with clinical use. The underside of the insert shows compression marks caused by compressive forces between the mating baseplate and the insert and is consistent with clinical use. The anterior aspect of the insert shows damage consistent with insert removal from the baseplate using a sharp implement. As per the clinical consultant's comments, it appears that root cause may have been an adverse combination of patient-related and procedure-related factors but the actual root cause cannot be established due to lack of proper information. There is no indication or allegation that the insert contributed to the reported pain and ligament loosening. Based on the provided information, there is no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that there was a right knee liner exchanged due to loosening and pain on the medial side. Ligaments loosened surgeon also removed screws out of the baseplate.